Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported check valve failure. Although the customer stated the set would be returned for evaluation, it has not been received. A follow up report will be submitted if the tubing is received. The root cause of this failure could not be identified.

Event description:
The customer reported a possible back check valve failure. An antibiotic, flagyl, infused faster than one hour. The nurse suspects the medication backed up into the primary bag as there appeared to be more volume in the bag. The incident took place in the sicu department. There was patient harm or medical intervention. No additional patient or event details were provided.